Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces noted. No unexpected battery out limit alarms. The insulin pump passed off no power test and the operating currents within specification. Unable to perform displacement test due to do unresponsive keypad. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were not responding and it alarmed battery out limit. It was stated that the keypad issue started after reconnecting the insulin pump after it being off for a little while. Blood glucose value is 4 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.